Event description:
It was reported that the patient had an implantable neurostimulator (ins) that was supposed to last 3 to 5 years but it was replaced in 18 months. It was later reported the patient¿s implantable neurostimulator (ins) for their low back and radicular pain was not working well. It was stated the patient had 900 hours on their ins and the battery was nearly depleted and they could not adjust the system. It was noted the patient had back pain radiating to their lower extremities. It was later reported the patient¿s battery was depleted and it was replaced along with the patient¿s extension which was reported to be broken. It was also stated there was a malfunction of the extension wiring. Reportedly, there was scar tissue between the connecting wiring and the ins and after removing the scar tissue, it was noted the insulation around the wiring was compromised. It was stated when the new ins was connected to the extension it was noted there was poor connectivity with significantly increased impedance, so the extension was replaced. It was noted the new system was completely functional with good impedances and the patient had some post-operative pain. A day later, it was stated the patient¿s pain was well controlled and they were stable.

Manufacturer narrative:
Product ID: 3998, lot# la1828, implanted: (B)(6) 2002, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.